Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was missing the valve during use, causing blood to leak out onto the nurse and patient. This occurred on 25 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the IV catheters have no valves, and blood pours out on nurses and patients whenever almost any patient has an IV catheter, exposing to blood-borne pathogens. In several other health authorities, nurses do not have this risk, because they use IV catheters with valves, that prevent blood flashback from getting on nurses."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was missing the valve during use, causing blood to leak out onto the nurse and patient. This occurred on 25 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the IV catheters have no valves, and blood pours out on nurses and patients whenever almost any patient has an IV catheter, exposing to blood-borne pathogens. In several other health authorities, nurses do not have this risk, because they use IV catheters with valves, that prevent blood flashback from getting on nurses."